Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the therapy had not worked for the patient since implant; they stated that the urine just comes out. The patient stated that they think they have nerve damage from a car accident they were involved in (B)(6) 2014. They also stated that they had had bladder infections / urinary tract infections (utis) since implant of their first device, (B)(6) 2015. They were diagnosed with a uti in (B)(6) 2017, and had been taking oral antibiotics, a 50mg tablet, for bladder infection since then. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Refer to manufacturer report # 3004209178-2017-05719 for details pertaining to the reportable related event.